Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Customer emailed me letting me know that he just became aware of 5 devices hsk-3038 that the end users had issues with. He is going to get more details and get back to me. Customer sent me several reports from his internal database but no lot numbers seemed to be attached. I have attached a document with what he sent me. Several of the reports are from complaints/devices that have already been reported. Date of event is unknown.

Event description:
Customer emailed me letting me know that he just became aware of 5 devices hsk-3038 that the end users had issues with. He is going to get more details and get back to me. Customer sent me several reports from his internal database but no lot numbers seemed to be attached. I have attached a document with what he sent me. Several of the reports are from complaints/devices that have already been reported. Date of event is unknown summary: the hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) had an issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory on 12/23/2019. An investigation was conducted on 02/17/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock disengaged. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed, no visual defects were observed on the seal or tension spring assembly. The following measurements were taken; the inner delivery tube diameter was measured at .195 in. The outer diameter was measured at .220 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specification. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported, however the analyzed failure "fitting problem" was confirmed.